Event description:
During course of operative procedure - or table became inoperable and failed to return to normal operating position and continued to tilt in a left lateral position, table then experienced head lowering + feet raising.